Event description:
It was reported the programmer kept suddenly losing power. The problem was resolved when the rf (radio frequency) head was changed. It is indicated that a short in the header may account for the issue. The rf head was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; programmer shut down when moving the rf (radio frequency) head cable. The rf head cable found damaged (hole in insulation). (B)(4).